Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as 2134265-2015-06549 and 2134265-2015-06548. It was reported that automatic pullback failure occurred. The target lesion was located on a mildly calcified and moderately tortuous left anterior descending (lad) artery. During percutaneous coronary intervention (pci), an ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter and a pullback sled to visualize the target lesion. However, the imaging catheter failed to perform automatic pullback during pre-intravascular ultrasound (ivus). Reconnection of the device could not resolve the issue. The procedure was completed with another with same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for evaluation. Device analysis revealed no issues and appears to be in good conditions. The telescope assembly was able to properly pull back, advance, and retract. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as 2134265-2015-06549 and 2134265-2015-06548. It was reported that automatic pullback failure occurred. The target lesion was located on a mildly calcified and moderately tortuous left anterior descending (lad) artery. During percutaneous coronary intervention (pci), an ilab ultrasound imaging system was used in conjunction with an opticross imaging catheter and a pullback sled to visualize the target lesion. However, the imaging catheter failed to perform automatic pullback during pre-intravascular ultrasound (ivus). Reconnection of the device could not resolve the issue. The procedure was completed with another with same device. No patient complications were reported and the patient's status is good.